Event description:
It was reported that during implant the right atrial (ra) lead had high impedance. The lead was attempted, not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)